Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported the patient experienced ineffective therapy. An x-ray confirmed fractures in both leads. As a result, the physician replaced both leads to address the issue.